Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide catheter: hyperion 6fr jl3.5. The nc traveler is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo, eccentric lesion in the proximal left anterior descending coronary artery with mild calcification, mild tortuosity and 99% stenosis. Following the advancement of a non-abbott guide wire, a 2.50 x 15 mm nc traveler rx balloon dilatation catheter (bdc) was advanced; however, failed to cross the lesion due to the patient anatomy. Resistance with the anatomy was also met on removal of the bdc independently. A non-abbott bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.